Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, pacing lead impedance and no capture threshold was observed on the rv lead. Lead fracture was suspected. Chest x-ray did not show any lead dislodgement or gross fracture. No noise was observed or produced in real time. The patient's ejection fraction has finally stabilized and no plans were made to replaced lead. Programing changes were recommended. No further information available.